Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Manufacturing record evaluation: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60101834. All devices meet specifications prior to product released. Product/component testing/visual assessment results: returned pi was returned in original packaging confirming lot# 60101834. A visual inspection of the device revealed no obvious damage to the components and all parts were assembled correctly. Suction and dimensional testing was performed. Through the testing it was verified suction loss issue is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. The issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. Procedure completed with no further incident. One (1) iflap procedure was replaced. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
All pertinent information available to johnson and johnson vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.